Manufacturer narrative:
(B)(4). Date sent to FDA: 02/01/2021. H3 analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code jv325. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. Mechanical damage in the form of indents and scratches were observed coincidental to the fracture. A cup-and-cone shaped fracture and macroscopic plastic deformation were noted. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle retrieved in the same procedure or was a second procedure required? The needle was removed during the same procedure after a suction wash. How many minutes was the procedure delayed due to retrieving the broken needle? What procedure was being performed? A myomectomy and endometriosis checkup were performed in this patient when the incident occurred. The procedure was not prolonged because the needle was found immediately by the surgeon if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent myomectomy on (B)(6) 2020 and suture was used. During the surgical procedure, the needle got broken at the middle. The broken part stayed inside the myometrium of the patient. After vacuum washing, the needle part was found immediately by the surgeon. A myomectomy and endometriosis checkup were performed in this patient when the incident occurred. The needle was removed during the procedure after a suction wash and the procedure was not prolonged. There were no adverse patient consequences reported. Another device was used to complete the procedure.